Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 90% stenosed lesion in the mid right coronary artery (mrca). A 3x28mm xience skypoint drug eluting stent (des) failed to cross the anatomy, and no further treatment was performed. The des was removed with resistance met from the anatomy. A rotablation procedure is scheduled to be performed at a later date. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.